Event description:
Pt states that she has discomfort in the left hip. She went to the doctor on (B)(6) 2012. She had blood labs done on (B)(6) 2012. She received the results from her doctor's office on (B)(6) 2012 saying that her levels were elevated. She is being scheduled for an MRI through the doctor's office. The pt states that she is having trouble maneuvering stairs. She was given a prescription for anti-inflammatory medication on (B)(6) 2012. She began having tenderness and periodic nerve tingling in the hip (B)(6) 2012. She also has occasional discomfort in the groin area.

Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report. Catalog number and lot code of other device listed in this report: cat # nls-300000b, lot # 36267401, description: rejuvenate modular neck 30mm v40. It cannot be determined which may have caused or contributed to the event.